Event description:
Event verbatim [preferred term]: second degree chemical burns of lower back [burns second degree] , pus filled blisters [blister infected] , scar [scar] . Case narrative:the case is invalid since it is the duplicate case of case (B)(4). This is a spontaneous report from a contactable consumer by way of consumer questionnaire and medical records. A 63-year-old, female patient was prescribed and applied thermacare heatwrap (thermacare lower back and hip) on lower back-right hip for 7 to 8 hours in one day on (B)(6)2017 for back/hip pain. The lot number and expiration date were reported as r15321 and sep2019. The relevant medical history included, hypertension (htn)(ongoing), diabetes mellitus type 2 (dm type 2) (ongoing), depression, pulmonary embolism and asthma on an unknown date and hyperlipidemia (hld), fatty liver, agoraphobia and anxiety on (B)(6)2011. Her concomitant medications were unknown. Her past drug history included, thermacare heatwrap (thermacare neck, shoulder and back) several times and had no issues, penicillins due to which she had anaphylaxis and hives and tetanus vaccines and toxoid due to which she had fever on an unknown date. The patient applied the heatwrap over the tank top then wore shirt and the area was not swelled or bruised 48 hours prior to the application of thermacare. It was reported that the product was not heated in a microwave prior to usage. She did not check the skin frequently while using thermacare and felt a bit uncomfortable during usage of the product. On an unknown date in 2017 she had scar. On (B)(6)2017 she experienced giant painful pus filled blisters and second degree chemical burns of lower back and it was reported that 4 square inches of her body surface was burned. She was treated sulfadiazine (silvadene) 1% cream 1 application on the skin, bandage and was instructed to clean twice daily from (B)(6)2017 and then once daily ended on (B)(6)2017. On (B)(6)2017, she went for follow up visit for wound check where the drainage had decreased, wound was still painful but improving and blisters were resolved. As of (B)(6)2017, the clinical outcome of the events, scar and second degree chemical burns of lower back was unknown and pus filled blisters was recovered in 2017. Follow-up (16oct2017): this contactable consumer reported by way of medical records. This female patient's social history was significant for cigarettes smoking 0.50 packs per day for 15 years till (B)(6)2016. Her family history included heart failure (heart disease) for mother and father and diabetes for father on an unknown date. Follow-up (12feb2020): this is a follow-up report to notify that the case (B)(4) are duplicates. All subsequent follow-up information will be reported under manufacturer report number (B)(4). This case is being deleted from the database for the following reason: duplicate case.

Event description:
Event verbatim [preferred term] second degree chemical burns of lower back [burns second degree], pus filled blisters [blister infected], scar [scar]. Case narrative: this is a spontaneous report from a contactable consumer by way of consumer questionnaire and medical records. A (B)(6), female patient of an unknown race and ethnicity was prescribed and applied thermacare heatwrap (thermacare lower back and hip) on lower back-right hip for 7 to 8 hours in one day on (B)(6) 2017 for back/hip pain. The lot number and expiration date were reported as r15321 and sep2019. The relevant medical history included, hypertension (htn), diabetes mellitus type 2 (dm type 2), depression, pulmonary embolism and asthma on an unknown date and hyperlipidemia (hld), fatty liver, agoraphobia and anxiety on (B)(6) 2011. Her concomitant medications were unknown. Her past drug history included, thermacare heatwrap (thermacare neck, shoulder and back) several times and had no issues, penicillins due to which she had anaphylaxis and hives and tetanus vaccines and toxoid due to which she had fever on an unknown date. The patient applied the heatwrap over the tank top then wore shirt and the area was not swelled or bruised 48 hours prior to the application of thermacare. It was reported that the product was not heated in a microwave prior to usage. She did not check the skin frequently while using thermacare and felt a bit uncomfortable during usage of the product. On an unknown date she had scar. On (B)(6) 2017 she experienced giant painful pus filled blisters and second degree chemical burns of lower back and it was reported that 4 square inches of her body surface was burned. She was treated sulfadiazine (silvadene) 1% cream 1 application on the skin, bandage and was instructed to clean twice daily from (B)(6) 2017 and then once daily ended on (B)(6) 2017. On (B)(6) 2017, she went for follow up visit for wound check where the drainage had decreased, wound was still painful but improving and blisters were resolved. As of (B)(6) 2017, the clinical outcome of the events, scar and second degree chemical burns of lower back was unknown and pus filled blisters was recovered.

Event description:
Event verbatim [preferred term] second degree chemical burns of lower back [burns second degree] , pus filled blisters [blister infected] , scar [scar] , . Case narrative:this is a spontaneous report from a contactable consumer by way of consumer questionnaire and medical records. A (B)(6)-year-old, female patient of an unknown race and ethnicity was prescribed and applied thermacare heatwrap (thermacare lower back and hip) on lower back-right hip for 7 to 8 hours in one day on (B)(6) 2017 for back/hip pain. The lot number and expiration date were reported as r15321 and sep2019. The relevant medical history included, hypertension (htn), diabetes mellitus type 2 (dm type 2), depression, pulmonary embolism and asthma on an unknown date and hyperlipidemia (hld), fatty liver, agoraphobia and anxiety on (B)(6) 2011. Her concomitant medications were unknown. Her past drug history included, thermacare heatwrap (thermacare neck, shoulder and back) several times and had no issues, penicillins due to which she had anaphylaxis and hives and tetanus vaccines and toxoid due to which she had fever on an unknown date. The patient applied the heatwrap over the tank top then wore shirt and the area was not swelled or bruised 48 hours prior to the application of thermacare. It was reported that the product was not heated in a microwave prior to usage. She did not check the skin frequently while using thermacare and felt a bit uncomfortable during usage of the product. On an unknown date she had scar. On (B)(6) 2017 she experienced giant painful pus filled blisters and second degree chemical burns of lower back and it was reported that 4 square inches of her body surface was burned. She was treated sulfadiazine (silvadene) 1% cream 1 application on the skin, bandage and was instructed to clean twice daily from (B)(6) 2017 to (B)(6) 2017 and then once daily ended on (B)(6) 2017. On (B)(6) 2017, she went for follow up visit for wound check where the drainage had decreased, wound was still painful but improving and blisters were resolved. As of (B)(6) 2017, the clinical outcome of the events, scar and second degree chemical burns of lower back was unknown and pus filled blisters was recovered. Follow-up ((B)(6) 2017): this contactable consumer reported by way of medical records. This female patient's social history was significant for cigarettes smoking 0.50 packs per day for 15 years till (B)(6) 2017. Her family history included heart failure (heart disease) for mother and father and diabetes for father on an unknown date.